Manufacturer narrative:
Evaluation of the returned jetd confirmed that the catheter was fractured. This damage typically occurs due to retraction against resistance. Additionally, the jetd is not indicated for contrast injection. Further evaluation revealed an ovalization on the proximal end of the distal fractured segment. This damage likely occurred while snaring the device during removal from the patient and was incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Additional 510(k) # that also applies to this complaint: (B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system jetd reperfusion catheter (jetd), neuron max 6f 088 long sheath (neuron max), guidewire (terumo), non-penumbra catheter (sophia 6fr), and penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician gained access using the neuron max and guidewire. The physician removed clot in the m1 segment of the mca using a 6fr sophia with aspiration. The sophia catheter was then removed and a jetd with 3maxc were placed in the m2. The physician then initiated aspiration with the 3maxc to remove clot. Subsequently, the 3maxc was removed and the physician injected contrast manually through the jetd with the tip of the jetd in the m1 to confirm the results of the thrombectomy; however, it was noticed the jetd had broken into two pieces. Therefore, the physician removed the proximal segment. The physician used a snare device to remove the broken distal segment of the jetd. The procedure ended at this point. There was no report of an adverse effect to the patient.